Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response due to flattened dome switch.

Event description:
Customer's spouse called to report a hospitalization due to high blood glucose. Caller stated that the buttons are not working properly. The blood glucose reading is 136 mg/dl. The blood glucose reading at the time of the event was 577 mg/dl. Caller stated that customer was not eating. Nothing further reported.